Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded rear case assay. Replaced air in line assay. Replaced left and right iui. Replaced contaminated mechanism and all associated parts. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the assay rear case a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for iui conn issues. CAPA #: (B)(4) for lvp bezel fluid ingress. CAPA #: (B)(4) for lvp air in line.

Event description:
The customer reported the device needs a new rear case. No patient involvement.

Manufacturer narrative:
Imdrf annex a & g grid:h6 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced corroded rear case assy. Replaced air in line assy. Replaced left and right iui. Replaced contaminated mechanism and all associated parts. Based on the findings, service determined that the proximate cause of the reported issue was due to fluid ingress/contamination of the assy rear case a review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device needs a new rear case. No patient involvement.